Manufacturer narrative:
(B)(4):a review of the black box shows that the pump was suspended on (B)(4) 2012 from 21:09 until 21:55. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues and no alarms or warnings occurring. A normal 10 unit bolus and a 10 unit audio bolus were successfully performed and were accurately recorded in the pump histories. The keypad buttons were tested and there was no evidence of hypersensitivity. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that on (B)(6) 2012 at 9:30am, the patient experienced a seizure with loss of consciousness due to low blood glucose (bg). The patient's bgs prior to bedtime on (B)(6) 2012 and at the time of the seizure on (B)(6) 2012 are unknown. The reporter stated that the emt was contacted and the patient was treated, but the treatment was unknown. Prior to the emt arriving on (B)(6) 2012, the patient was reportedly given sugar. The patient's bg at the time the emt arrived was reportedly 48mg/dl. The patient was reportedly not taken to the hospital and remained at home after emt treatment. The patient reportedly remained on the pump until 6:00 or 7:00 pm on (B)(6) 2012, at which time he discontinued insulin pump therapy because his bgs had remained around 50mg/dl all day and he "felt low". The patient was reportedly on lantus and humalog for a back-up plan after discontinuing insulin pump therapy. The reporter stated that the patient's bg elevated to around 90mg/dl after the patient discontinued insulin pump therapy. Customer support reviewed the pump with the reporter and found all settings and histories were correct. The reporter noted that the most recent site/set change was on (B)(6) 2012 and was placed in the abdomen. The reporter declined to review bg information from the meter, as he noted that the patient uses multiple meters and he would prefer that the patient review the meters himself when he is available. During troubleshooting, it was noted that the patient may not be using the bolus calculation feature of the pump. The reporter stated that the patient may be entering his own bolus amounts instead of using recommended amounts from the pump. Troubleshooting indicated the pump was delivering insulin as programmed, however, the pump was replaced because, the reporter stated that they did not trust the pump and wanted it replaced. This complaint is being reported because the patient allegedly experienced severe hypoglycemia while using insulin pump therapy.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.